Event description:
It was reported, that the foley catheter was blocked. And urine could not come out. Replaced with new product.

Manufacturer narrative:
The reported event was inconclusive, because no sample was returned. It is unknown, whether the device had met relevant specifications. The product was used for urological care. It was unknown, whether the product had caused the reported failure. A potential root cause for this failure could be incorrect parameter setting, blocked drainage eye/lumen or no drainage eye or user related. The device was not returned for evaluation. The device history record was reviewed. And found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this product contains natural rubber latex, which may cause allergic reactions. Do not use ointments or lubricants, having a petrolatum base. They will damage latex and may burst balloon. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was blocked and urine could not come out. Replaced with new product.